Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty tightening one of the backup battery cover screws was confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and the debris consistent with a nylon patch was observed in one of the backup battery cover screw holes. The associated backup battery cover screw was unable to be fully tightened as a result of this debris. The controller was then functionally tested and passed. The downloaded log files captured data consistent with the implant procedure on (B)(6) 2025. There were no other notable events on the reported event date of 04nov2025. The root cause of the difficulty threading and tightening one of the backup battery cover screws was determined to be due to debris being found in the screw hole; however, further root cause for the debris was not conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to install the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after implant the backup battery (ebb) was inserted into the system controller. When closing the controller again with the battery cover one of the screws could not be tightened anymore. The battery cover was disconnected again and the cover placed anew but the issue persisted. A new controller was requested.